Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient's mother stated that the sensor wire had detached and stayed at insertion site. The patients mother removed the sensor wire herself. The patient's mother did not report any injury or medical intervention.